Event description:
Based on information received following submission of the initial report, the lot number was incorrect (15r3hw) initially, however it was updated to unknown.

Manufacturer narrative:
Based on information received following submission of the initial report, the lot number was incorrect (15r3hw) initially, however it was updated to unknown. The manufacturer internal reference number is: (B)(4) .

Manufacturer narrative:
One opened probe was received with a tip protector in a tray with other items. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener and black foreign material (fm) on the port face. The sample was then functionally tested for actuation and was found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action was taken as the probe was functionally conforming and an exact root cause for the bent needle was not determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy cutter did not actuate during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).